Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after an intraocular lens (iol) implantation procedure, the patient experienced poor quality of vision and unable to adapt to multifocal. Subsequently the lens was removed and replaced with an unspecified advanced technology intraocular lens (atiol) in a secondary procedure. The clinical reason for explant was vision 20/25 patient unable to adapt to multifocal lens. Additional information has been requested.